Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Additional information of the device by the the service department of olympus (B)(4) (oekg) confirmed the following; the customer reported that the device is currently working properly. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The error code e103 means that the clv lamp failure the exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a temporary accidental failure of the igniter or the clv lamp. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a clv lamp error (e103) occurred about the device. There was no report of patient injury associated with this event.